Manufacturer narrative:
The hill-rom tech found the unintentional movement due to the foot down button was damaged. A search for the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech replaced the right caregiver board to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the head section and foot section are moving on there own (self-run). The bed was located at the account in micu room 11. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).